Manufacturer narrative:
(Complaint number: (B)(4)). No samples (actual or unused) were received for evaluation. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. No pictures were received. Customer was unable to confirm the batch # with which the issue occurred. Unfortunately, without a batch number a thorough investigation is not possible. This complaint is closed as cannot be determined due to insufficient information. Do not use if product has sustained any transport damages. We appreciate it being brought to our attention as we continuously strive to improve greiner products and services.

Event description:
Customer states that an employee received a needle stick injury as the sheath moved during safety engagement. The event was not life threatening. The event did not result in permanent impairment of a body function. The event did not result in permanent impairment of a body function. The event did not result in permanent damage to a body structure. The event did not necessitate medical or surgical intervention to preclude impairment or damage.